Event description:
Pump was reported to be involved in a medication error which resulted in a pt death. Writer has been unable to obtain any info from the hosp regarding this report due to reluctance by individuals at the hosp due to the sensitivity of this report. No additional details are known regarding the medication involved, specific pt info or pump programming info.